Manufacturer narrative:
The field service engineer determined the sample probe was bent. The sample probe was adjusted and alignments were checked. Precision studies were performed and were within specifications. Mechanism checks were performed. The engineer later replaced the probe and no further issues have occurred.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 46 mg/dl. Since the value was low, the sample was repeated, resulting in a value of 123 mg/dl. The repeat value was deemed correct. The glucose reagent lot number was 616378. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Data for one level of control was provided and it was acceptable. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.